Manufacturer narrative:
The unit passed displacement, sleep current measurement, active current measurement, and self tests. During testing however, the unit would occasionally display an "insert battery" message even when a known good battery was placed into the battery compartment. After further review, the battery spring at the bottom of the battery compartment had some rust and other junk on its surface. Cleaning this off with some isopropyl alcohol seemed to mitigate the problem. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alert for multiple times at etime of replacing. Performed self test and was completed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.